Event description:
It has been reported to us that the tip of the guide wire separated from the shaft and remains inside the pt's vessel. The physician inserted the guide wire into the pt. The physician then inserted a guide catheter over the guide wire and advanced it forward into the right coronary artery. At some point during the procedure, the physician pulled back on the guide catheter and the guide wire was dismantled. The physician noticed that the tip of the guide wire had become stuck inside the pt's vessel. The physician decided to deploy a stent over the separated guide wire tip and embed it into the pt's vessel. The pt is reported to be fine.

Manufacturer narrative:
(B) (4). Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt.